Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent removal of the sling, hysteroscopy and d&c on (B)(6) 2015 due to pelvic pain and menometrorrhagia.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. It was reported that during the procedure the bladder was punctured with insertion of trocar in left side. It was reported that following insertion the patient experienced recurrence, urinary problems and vaginal scarring. No additional information was provided.